Event description:
The customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge service rep found error on gpos creen in the linux boot [failed] message. Also checked voltages inside the workstation and all checked within spec. Unit wiuld not boot up passed that pont. The rep reloaded sw then unit would boot up normally, this action took care of the no boot up problem. Verified that the unit operated as intended.